Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a teleflex clinical support specialist, "possible iab rupture, no blood in tubing. Frequent alarms on the maquet pump. All of the connections were double checked and tight. A second drive line was attached, and alarms continued. Iab will be removed and replaced. No patient injury or consequence". The secondary iab was inserted at the same insertion site.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a teleflex clinical support specialist, "possible iab rupture, no blood in tubing. Frequent alarms on the maquet pump. All of the connections were double checked and tight. A second drive line was attached, and alarms continued. Iab will be removed and replaced. No patient injury or consequence". The secondary iab was inserted at the same insertion site.